Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer had previously reported the same issue with this pump in the past month. Tandem technical support decided to replace the pump, which was under warranty until may 2026. The customer was instructed to use multiple daily injections as a backup therapy. Technical support guided the customer on putting the pump into storage mode and returning it to tandem. Additionally, the customer would receive a replacement pump with updated software, and there was no requirement for a signature upon delivery.